Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be confirmed in the alarm history due to an overwritten history file. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer's insulin pump alarmed motor error during manual prime. Customer's blood glucose was 88 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.